Event description:
Endurant and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following malfunctions was reported ; type I endoleaks detected in the immediate post-operative period which were small and deemed to have resolved at the one month follow-up, type ii endoleak the following adverse events were reported renal failure, re-intervention patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; contrast-enhanced ultrasound detects type ii endoleaks during follow-up for endovascular aneurysm repair johnsen l, hisdal j, jonung t, braaten a, pedersen g journal of vascular surgery johnsen volume 72, number 6 pp. 1952- 1959, https://doi.org/10.1016/j.jvs.2020.02.020. If information is provided in the future, a supplemental report will be issued.